Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced an inadequate stimulation. No device malfunction was suspected. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced, and a lead was added. The patient was doing well postoperatively. The explanted ipg was discarded per hospital policy.